Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one, unknown screw. Part and lot numbers are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Therapy date: unknown date reported only as the fall of 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported revision surgery with hardware removal was performed on (B)(6) 2017 due to patient pain and inability to move the operated limb. Initially the patient fell off an escalator after alcohol consumption and sustained a left distal humerus fracture and was implanted with a 2.7mm/3.5mm variable angle-locking compression olecranon plate, an unknown quantity of small fragment screws and an unknown quantity of 2.7mm screws from the elbow set in the fall of 2016. On an unknown date postoperatively the patient was unable to move his elbow and complained of pain. Patient had a follow up visit on an unknown date. X-rays taken during the follow up visit showed that there was a screw in joint, in the elbow junction. Reportedly, the surgeon implanted the screw into the elbow joint and completed the procedure with the screw in the joint. It is unknown as to which screw was implanted in the patient¿s joint. The patient achieved union and was completely healed. The patient underwent hardware removal of the plate and all screws on (B)(6) 2017. The plate and screws were easily removed. There was no reported issue with the hardware. There was no delay in surgery and additional medical intervention was not required. Routine x-rays standard for the procedure were taken to ensure all hardware was removed. The patient was not revised to any additional hardware. The procedure was completed successfully and the patient¿s status was reported as stable. Concomitant medical products: 2.7mm/3.5mm variable angle-locking compression olecranon plate (part # 02.107.302, lot # 7950686, quantity of 1); small fragment screws (part # unknown, lot # unknown, quantity unknown); and 2.7mm screws from the elbow set (part # unknown, lot # unknown, quantity unknown). This report is for one, unknown screw. This report is 1 of 1 for (B)(4).